Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Lcd receiver screen reads "call tech support" error. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA was initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Dexcom technical support advised patient's mother to reset device. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.